Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient had unipolar leads, but a bipolar device was intentionally implanted during the device change out procedure. It was further reported that once the bipolar device was implanted there were high impedances and oversensing. The device was removed and replaced with a unipolar device during the same implant procedure. No patient complications have been reported as a result of this event.